Event description:
A peritoneal dialysis nurse reported that during a ccpd treatment, the cycler filled the patient without draining him first. According to the patient's wife, the patient is empty during the day but does a manual fill of 3 liters 2 hrs. Before connecting to the cycler at night. On (B)(6) 2010, the cycler started drain 0 but advanced to the next fill without draining the patient. There was reportedly no alarm. The patient complaining of abdominal pain and felt like "he was going to blow up." He drained over 6,000 ml. The patient felt sore but no medical intervention was necessary. The cycler was replaced and the problem has not reoccurred.

Manufacturer narrative:
Device: cycler advanced to fill without draining patient. (B)(4).